Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd saf-t-intima¿ safety system with y adapter 24 ga 0.75 in had leakage issues. The following information was provided by the initial reporter: "there was fluid leakage at the needle handle when the medical staff was performing exhausting".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd saf-t-intima¿ safety system with y adapter 24 ga 0.75 in had leakage issues. The following information was provided by the initial reporter: "there was fluid leakage at the needle handle when the medical staff was performing exhausting".

Manufacturer narrative:
H6: investigation summary: since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported bd saf-t-intima¿ safety system with y adapter 24 ga 0.75 in had leakage issues. The following information was provided by the initial reporter: "there was fluid leakage at the needle handle when the medical staff was performing exhausting".